Event description:
It was reported that during use with the bd vacutainer® sst¿ blood collection tubes, the tube experienced low draw. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese: negative pressure is insufficient, and this situation occurs in both the orthopedics department and the laboratory department of the ward.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were functionally evaluated for draw volume testing and all were within specification.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode low/no draw. Bd was not able to identify a root cause for the indicated failure mode.complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.